Event description:
The initial reporter received questionable elecsys ft4 iii results for one patient tested on a cobas 8000 e 801 module. Prior to patient testing, the customer reported sample clot alarms while performing qc. The qc material was repeated and one qc result was low without any system alarms. The customer observed there was a drop hanging from the sample probe and the customer cleaned the sample probe and performed system maintenance. The customer repeated qc and had acceptable results. The customer reported another sample clot alarm. The sample probe was checked and a hanging drop was visible. The customer exchanged the sample probe. A patient comparison was performed with a different analyzer and had acceptable results. Then the customer obtained a sample that was previously tested on a different analyzer and performed repeat testing on the e 801 module. The patient's initial ft4 result on a different analyzer was 16.8 pmol/l. This result was determined correct by the customer. The patient's repeat ft4 result on the e 801 module was 3.6 pmol/l. The ft4 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer found the sample probe was not connected correctly after sample probe replacement. The sample probe was correctly reconnected. The investigation determined the event was consistent with a user error during sample probe replacement and the service actions resolved the issue.